Manufacturer narrative:
(B)(4). Field service specialist (fss) checked the laser and performed a full system verification with no issues found. System meets factory specifications. Prior to the fss laser check a distributor engineer tried to reproduce the reported issue but was unable to do so. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a surgeon had a floating free flap on the last eye of that day. Surgeon performed 22 other cases without a problem.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.